Manufacturer narrative:
Further information was requested but not received.

Event description:
During an in clinic follow up, noise resulting in oversensing and inappropriate mode switching was noted on the atrial lead. Technical support was contacted and confirmed the event. Technical support recommended provocative testing for further investigation. No intervention has been performed at this time. The patient was stable and will continue being monitored.